Event description:
The customer contact reported a separation. The tubing set was primed with an unspecified saline solution. The customer contact reported that after the tubing set was connected to the pt, the tubing separated from an unspecified y-site. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt no medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).